Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Based on the provided x-rays the breakage of the tfna nail was confirmed. But the x-rays show six different events, it is unknown which x-ray belongs to which complaint. With all six events the breakage runs through the walls of the head element/blade hole. However, the provided pictures do not allow for any determination of the root cause. Part number and lot number of the involved tfna nail was not provided and products were not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown, the tfna nail broke post-operatively. The device was implanted on (B)(6) 2018. This report involves one (1) unknown nails: tfna. This is report 1 of 1 for (B)(4).